Event description:
Technician alleged the left foot brake caster has no brakes. No patient impact.

Manufacturer narrative:
The technician found the cause to be a broken brake caster. The technician replaced left foot brake caster to resolve the issue.